Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled multiple cartridges with 300 units of insulin during the load sequence. Additionally, it was reported that resistance was experienced when filling multiple cartridges with insulin. Customer revered to manual injections. Customer¿s blood glucose level was 80-122 mg/dl.